Event description:
It was reported that during a laparoscopic hernia procedure, the staples would not hold on tissue. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 03/23/2009. Info anticipated, but unavailable at this time.